Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was producing inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2019 at 9.30am, she obtained inaccurately erratic results of ¿160, 269 and 139 mg/dl¿ on the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she manages her diabetes with a combination of insulins (levemir, 30 units, morning and night; novolog, self-adjusted) and explained that she continued to follow her usual diabetes management routine in response to the alleged inaccurate readings. The patient informed the csr that two days after the alleged product issue began, on (B)(6) 2019 at 9.30am, she felt ¿lightheaded¿ and explained that she was treated by a home health nurse with three glucose tablets at 9.45am. The patient denied performing a blood glucose test on any other devices. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used at the time of testing and the results were from the same approved sample site. The csr also noted that the patient had followed the correct testing steps. The csr confirmed that the test strips had been stored correctly and the test strip vial was not broken or cracked. The csr was unable to perform a control solution test as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event while using the subject meter. Additionally, the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.